Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on (B)(6) 2009 a subsequent revision was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, dysfunction, tissue damage, loss of range of motion, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty (B)(6) 2009 a subsequent revision was performed (B)(6) 2011 due to patient allegations of pain, discomfort, dysfunction, tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening, valgus alignment of the stem and pain. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-01438 / 01441). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."